Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Finally analysis found that the insulation was abraded from 6.5cm to the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. All other damages observed are consistent with those occurring a the time of explant. (B)(4).

Event description:
This report is to advise of an event observed during analysis.